Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h10.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a procedure with a 29mm sapien 3 ultra resilia valve in mac , mitral clip/ arctic with lampoon. After mitral clip and lampoon, the first valve was inserted, however team was not able to advance valve through the septum. The valve got stuck around septum resulting on embolization into ra and the valve was safely deployed in ivc. A second valve was advanced without issues and deployed on mitral position, due to a leak and low position team decided to implant another valve in the mitral. Third valve was implanted and deployed in mitral position ( sapien in sapien) .

Manufacturer narrative:
This is one of two reports. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the team was not able to advance valve through the septum. The valve got stuck around septum resulting on embolization into ra caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. For off-label cases add the following statement prior to the training manuals review paragraph: the device was used in off-label implantation in the in mac, mitral clip/ arctic with lampoon in the mitral position. As there are no specific IFU or training materials related to off-label implantation in the in mac, mitral clip/ arctic with lampoon in the mitral position procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a procedure with a 29mm sapien 3 ultra resilia valve in mac , mitral clip/ arctic with lampoon. After mitral clip and lampoon, the first valve was inserted, however team was not able to advance valve through the septum. The valve got stuck around septum resulting on embolization into ra and the valve was safely deployed in ivc. A second valve was advanced without issues and deployed on mitral position, due to a leak and low position team decided to implant another valve in the mitral. Third valve was implanted and deployed in mitral position ( sapien in sapien) . Upon follow up, the fcs advised that the initially implanted valve was positioned low and associated with a severe paravalvular leak (pvl). Due to this complication, the clinical team decided to implant a second valve in the mitral position. The patient remained stable following the procedure. No additional details regarding patient demographics or co-morbidities were provided; it was noted that co-morbidity information may be obtained by contacting the tavr team.